Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("inserts not visualized in tubal ostia") and genital haemorrhage ("blood loss (2 months)") in a female patient who had essure (batch no. 5501820, 070002490) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal cramps"), abdominal pain upper ("pancreas pain"), fatigue ("chronic fatigue"), asthma ("asthma"), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to ensure that inserts had indeed been entirely removed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain upper, fatigue, asthma, arthralgia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, asthma, device dislocation, fatigue, genital haemorrhage, migraine and pelvic pain with essure. Reporter's comment: post-procedural symptoms. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced blood loss (2 months) (interpreted as genital bleeding). The inserts were not visualized in tubal ostia (seen as device dislocation). A laparoscopic bilateral salpingectomy was performed to ensure that inserts had indeed been entirely removed. The events are regarded as anticipated according to the reference safety information for essure. Genital bleeding is highly prevalent in women, and may have gynaecological and nongynaecological causes. Also, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, no alternative explanation for her bleeding was provided. The exact date and mechanism of device dislocation are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("inserts not visualized in tubal ostia") and genital haemorrhage ("blood loss (2 months)") in a female patient who had essure (batch no. 5501820,16054491&070002490(invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal cramps"), abdominal pain upper ("pancreas pain"), fatigue ("chronic fatigue"), asthma ("asthma"), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to ensure that inserts had indeed been entirely removed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain upper, fatigue, asthma, arthralgia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, asthma, device dislocation, fatigue, genital haemorrhage, migraine and pelvic pain with essure. The reporter commented: post-procedural symptoms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1183 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.